Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported before use the pn 31g 8mm 5b 105bx de had damaged or open unit package / seal where sterility is compromised (tear drop label). The following information was provided by the initial reporter: the customer stated the "paper seal is missing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the pn 31 g 8 mm 5b 105bx de had damaged or open unit package / seal where sterility is compromised (tear drop label). The following information was provided by the initial reporter: the customer stated the "paper seal is missing."